Event description:
During verification testing, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. There was no pt involvement, reports of any adverse pt events, and no reported delays of critical therapies or medical intervention necessary.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.